Manufacturer narrative:
Corrected data: inputted zip code; 03833, into section e1.

Event description:
It was reported, that the patient presented remotely via merlin.net. It was noted, that the implantable cardioverter defibrillator (ICD) had several inappropriate automatic mode switch (ams) episodes, due to far r-wave over-sensing. The patient was asymptomatic. No changes were made. And there were no consequences to the patient.